Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5 12.6, -09.50 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. The lens was explanted due to patient discomfort on (B)(6) 2023. This resolved the problem. Reportedly, patient had continuously complained of foreign body sensation of eyes.